Manufacturer narrative:
The pusher assembly was returned with the implant coil still attached, but broken into two segments at approximately 184cm from the distal end. The evaluation could not determine the cause of the event.(B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the axium implant coil could not be detached and was removed from the patient.no patient injury was reported as a result of the procedure.